Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy most often associated with a breach in aseptic technique during the pd exchange. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse ((pd)rn) reported to fresenius that this pd patient disconnected from treatment due to cloudy effluent and was hospitalized on (B)(6) 2024 for peritonitis. In additional follow-up, the reporting pdrn indicated that prior to the start of pd treatment (on (B)(6) 2024) the patient had symptoms of cloudy pd effluent and abdominal pain. The patient-initiated pd treatment but then disconnected from dialysis to go to the hospital and the patient was admitted. The nurse reported the patient had a pd culture obtained in the hospital. However, the pd culture results were pending. The nurse confirmed the patient is being treated for peritonitis using vancomycin (dose unknown) intravenously (IV). The patient is receiving pd therapy in the hospital; details are unknown and is reportedly recovering. The patient remained in the hospital at the time follow-up was completed. The pd nurse was not able to provide the cause of the patient¿s peritonitis. However, the nurse confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse ((pd)rn) reported to fresenius that this pd patient disconnected from treatment due to cloudy effluent and was hospitalized on (B)(6) 2024 for peritonitis. In additional follow-up, the reporting pdrn indicated that prior to the start of pd treatment (on (B)(6) 2024) the patient had symptoms of cloudy pd effluent and abdominal pain. The patient-initiated pd treatment but then disconnected from dialysis to go to the hospital and the patient was admitted. The nurse reported the patient had a pd culture obtained in the hospital. However, the pd culture results were pending. The nurse confirmed the patient is being treated for peritonitis using vancomycin (dose unknown) intravenously (IV). The patient is receiving pd therapy in the hospital; details are unknown and is reportedly recovering. The patient remained in the hospital at the time follow-up was completed. The pd nurse was not able to provide the cause of the patient¿s peritonitis. However, the nurse confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event.